Event description:
The facility reports the resident was being transferred from the toilet. While lifting the resident, the device is reportedly to have hit the toilet roll holder on the right. It is reported that at the very same time, the clip broke, which cause the pt to lower to the right about 20 cm over the toilet, hanging on the other three clips. No injuries were reported, the pt did not drop.

Manufacturer narrative:
The lift involved was inspected; no deficiencies were noted. The customer continued to use the device after the event. The sling involved was returned to the MFR for investigation. The sling had one clip with severe cracks. These type of breaks occur only when considerable force has been applied in a way that does not occur during normal use (e.g. Washing or drying processes). However, the clip was still present on the sling. When tested, the clip attached to the lift without any problem. When weight of approx 80kg was applied, the clip was destroyed and detached from the lift and sling. The bar holding the upper strap (which normally has not force applied to it except when pulling it to detach the clip after the transfer is complete) was pushed off by the clip attachment point shooting through the break in the clip the moment the pressure was put on the clip. Note: the resident was between 50 and 60kg. The clip that failed is a shoulder clip. From previous investigations simulating the vents, it has been established that, from a seated position (as was the case here). The detachment of a shoulder clip would cause at immediate drop, flipping the pt and causing the pt to land on the head. Based on another internal test, it was established that when a shoulder clip is not attached in the first place and the pt is lifted, the pt is noticed to hang lower on one side, the three other clips keeping the pt in position during the initial stage of the lifting process. These two points indicate that no or little pressure was applied to the clip during the incident, or the bar would have broken off immediately. Also, the description of the position of the pt during the event appears to mimic that of a situation where a shoulder clip is not attached and the pt is lifted from a seated position. Therefore, it would appear the shoulder clip was not attached in the first place. Otherwise, the clip would have been broken in the event, or the pt would have suddenly dropped instead of slightly tilting. It is reported one carer was involved, whose last training date was december 2007. MFR trending shows this to be the first case where it is alleged that a clip broke due to contact with an obstacle. The lifter operating and product care instructions (opi) contain several indications to avoid obstructions of any kind. The opi also include a warning to ensure that the slings and clips are checked before use and, if wear or damage is found, the sling shall be replaced. Another warning states to ensure that the sling straps and clips are under tension before the transfer is begun and during the initial pick-up of the resident. It is also indicated the sling is not to be mechanically dried. These points are also in the guidelines on the use of your sling, which is supplied with each and every sling. Based on the info provided and internal investigations, the event and the way the pt was in the sling is not consistent with a right shoulder clip detaching, but rather with the clip not being attached before the transfer began. Based on the instructions and warning in the opi and guidelines, there are four indications of a user error. The MFR strongly recommends lift operators be retrained in accordance with the lifter opi.